Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a lead migration had occurred. The lead had moved down the patient¿s spine. The patient¿s health care provider was going to attempt to move the lead back up. It was further reported that the lead was pulled back down and they were finished. The case went fine.